Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer indicated they tried to recalibrate transducer. It seems that the defective part is 27992-001, diamond main pcb. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault. There is no patient involvement associated with the reported event.